Manufacturer narrative:
On 04-feb-2020, mentor received the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device it was observed with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent a breast augmentation primary with a 400cc smooth mentor memorygel breast implant has experienced postoperative bilateral grade IV capsular contracture, confirmed by a physician. The patient experienced progressive hardening and pain in both breasts for approximately two years. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020, and plans to replace with mentor gel breast implants. This medwatch report is for the left-sided implant.